Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the heavily tortuous, mildly calcified, 99% stenosed mid-left anterior descending coronary artery. The protective sheath was removed without issue from the 2.5x18 mm xience alpine stent delivery system (sds). The sds was advanced in the patient anatomy however it failed to cross the target lesion due to the anatomy. Upon removal of the sds, it was noted that the stent was not on the balloon. Angiogram confirmed the stent was not in the patient anatomy. The stent was not in the protective sheath. The location of the stent is unknown. A non-abbott stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was returned. A visual inspection was performed and the reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. It should be noted that the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use, states: prior to using the xience alpine eecss, carefully remove the system from the package and inspect for bends, kinks, and other damage.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure; however, the investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.